Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, fatigue, weakness and near syncope. The left ventricular (lv) lead exhibited oversensing. The lv lead remains in use. No further patient complications have been reported as a result of this event.